Manufacturer narrative:
Section g3, h5, h8: correction. Manufacturer's investigation conclusion: the event, of loss of external power alarms, was confirmed in the submitted log file and additional event information that the customer provided. The customer submitted heartmate ii system controller log files for review noting loss of external powers, low voltages and power cable disconnect alarms. Technical service reviewed the log file and confirmed the loss of external power events. The customer reported that the events were due to the loss of ac power at the patient¿s residence while on the mpu and the patient disconnecting their power sources to untangle their power cable leads. No products were returned for evaluation. System controller alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate ii lvas patient handbook (p. 185 - ¿alarms and troubleshooting¿, p.194 no external power alarms; p.197 ¿ low battery hazard alarms; p.198 ¿ power cable disconnected alarms; p.199 low battery advisories). Set up and use of the mpu are documented in the heartmate ii lvas patient handbook (p.60). Specific warnings and cautions regarding the mpu's set up and the electrical outlet used (including location and accessibility) are given in the heartmate ii lvas patient handbook (p.79 - 81). The heartmate ii lvas patient handbook cautions that at least one system controller power cable lead must be connected to a power source at all times (p.63) and warns that the backup battery in the system controller has limited usage time during an ac power failure (p.62). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log file revealed low voltage and no external power events on (B)(6) 2020. The patient stated that his house lost power on those days, which resulted in the no external power events. No further information was provided.